Event description:
On 6/19/07, the company received a report, where it was claimed that the flange disconnected from the tube. The caller reporter that end clinician was dialiting a pt for a unspecified procedure with a blue rhino lite, when it was discovered that the flange disconnected from the tube. The caller reported that replacement of the tube was required and replacement was performed without incident. The caller reported that the end clinician heard of two other occurrences, but had no details or confirmation.